Event description:
Boston scientific was notified that during an event when this product was inserted into a transit2 catheter, resistance occurred at the tip of this product. The physician thought that the coating of the guidewire peeled off. No complications with the pt during this event.